Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced chronic pelvic and vaginal area pain, dyspareunia, urinary incontinence, retention and leakage, numerous urinary and vaginal infections, vaginal discharge and abnormal bowel movement. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008. No additional information is provided at this time. (B)(4). Dyspareunia. Leakage. Abnormal bowel movement.

Manufacturer narrative:
Date sent to the FDA: 07/26/2016.